Manufacturer narrative:
The device was returned for evaluation. The device evaluation revealed a cracked cable, cable flooding, corrosion on electrical contacts, chemical residue on the connector, and pixel defects. Based on the results of the investigation, a definitive root cause could not be determined. It is likely the camera cable had a crack (hole) and could not be kept airtight, and water was assumed to have entered, resulting in flooding. It is likely the video connector is cracked, and it is assumed that the airtightness could not be maintained, resulting in a watertight failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited a crack in the cable, corrosion on electrical contacts, poor watertightness, and chemical residue on the video connector . There was no patient involvement.